Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The valve pressure was blocked on high pressure level. It was necessary to replace it. Consequence : high hydrocephaly . New surgery. Product code has to be confirmed. No lot number. Incident reported to the (B)(4) by the hospital. (B)(4). Further details requested.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number was unknown. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.